Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years, eight months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv). No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
The physician reported the 14 mm bioprosthetic valved conduit was stenotic after 6 years of implant and was replaced with a 22 mm tr anscatheter pulmonary bioprosthetic valve (tpbv).